Event description:
A report was received that the pt was experiencing charging difficulty. Premature battery depletion was confirmed by a bsn engineer, and ipg replacement was recommended. The physician has opted not to perform the replacement as the pt will undergo a non-device related surgery. The bsn sales rep reported that the pt is still using the device although it is depleting quicker than normal.

Manufacturer narrative:
A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.